Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# (B)(4). H.6. Investigation summary: a complaint of spike breaking of the drip chamber was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 23025005 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported while using the bd alaris pump module smartsite low sorbing infusion set spike broke. The following was received by the initial reporter: verbatim: customer reported patient's medication was being spiked with 0.2 micron alaris pump tubing when the tip of the spike broke off into the bag. A new bag was ordered from the pharmacy.